Manufacturer narrative:
A supplemental report is being submitted for investigation summary. The ventricular assist device (vad) (B)(6) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start report revealed a motor start event recorded on 20/nov/2019 at 03:22:00 in which a motor start parameter was atypical. As a result, the finding was confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retrospective data file review conducted on 14-mar-2024 revealed a motor start event with parameters outside of the typical range.  This ventricular assist device (vad) is not in a subgroup population for delay or failure to restart. The clinician was notified of the motor start history and the vad remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start reports and controller log files revealed motor start events, recorded on 20/nov/2019 at 03:22:00, on 15/nov/2020 at 09:40:22, on 01/dec/2020 at 04:39:26, on 11/sep/2021 at 15:12:32, on 13/sep/2021 at 23:34:32, on 03/mar/2024 at 05:55:18, and on 08/oct/2024 at 03:56:50, in which the motor start parameters were atypical. As a result, the finding was confirmed. Log file analysis also revealed five (5) low flow alarms logged since 29/may/2024. The observed low flow alarms are an additional finding, not related to the reported finding. Based on the risk documentation, possible causes of the observed low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range.